Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open liver resection, the device did not fire. Another new device and reload was opened and worked perfectly. There was no patient injury.